Event description:
An ercp was being performed. Multiple products were introduced into the scope. Then a balloon was introduced and a pancreatic stent was pushed out of the scope. The stent was lodged in the scope from a previous patient. The stent entered the current patient's duodenum only and was retrieved immediately.